Event description:
It is reported the system displayed intermittent communication errors and the system would lockup. A reboot would recover functionality. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ffb and gib boards were in need of replacement. No further service information is available at this time.